Manufacturer narrative:
With the information available at this time, medtronic can identify a relationship between the bio-console 560 and the adverse event described in the literature. The bio-console 560 experienced a machine shutdown during a heart transplant surgery. Patient outcomes were not provided in the literature, however, historically this type of event poses potential for adverse patient outcomes. Date of publish used for incident date. Bio-console 560 model 560bcs1 entered as specific model and serial number were not provided. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Citation: guo-yu et al. Chinese medical equipment journal (2014) 35 (8), 99-101 10.7687/j.issn1003-8868.2014.08.099. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature aiming to reduce the incidence of medical malpractice in heart transplant surgery. Cases of medical malpractice caused by cardiopulmonary bypass machine failure in heart transplant surgery were analyzed, conditions necessary for whole safe operation of cardiopulmonary bypass machine failure were explored, and quality control indicators of power supply, blood pumps, oxygenators, variable temperature water tank, monitoring devices were established. In one case, the requirement for electric current and voltage of bio-console 560 was not clear, leading to instrument shutdown after the built-in battery ran out. Based on the available information, the adverse event is likely related to medtronic bio-console 560 instrument. Serial numbers and patient information was not provided.